Event description:
It was reported while using 50 ml bd luer-lok¿ syringe sterile, single use foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: we had a weird substance inside a couple syringes today.

Manufacturer narrative:
(B)(4). Investigation summary: it was reported there were substances inside the syringes. To aid in the investigation, two samples with no packaging blisters and four photos were provided for evaluation by our quality team. One syringe has 5ml of a drug and the other syringe is empty. A visual inspection was performed and one syringe has embedded degraded resin 3/8" from the bottom. Another syringe has embedded degraded resin 3/8" and 3/4" from the bottom of the syringe barrel. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. The four photos provided show the samples received. Additionally, one packaging blister top web was also received. A device history record review was completed for provided material number 309653, lot number 2179897. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. The frequency of inspections were increased to mitigate the embedded degraded resin escapes. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.